Event description:
It was reported that, one day post implant, the right atrial (ra) lead had dislodged and fell into the ventricle, causing intermittent ventricular arrythmias. The patient coded on the floor and was resuscitated in the hospital. The device interrogation and x-ray imaging confirmed lead dislodgement. The lead was initially reprogrammed off and was later repositioned in the atrium and reattached to the device. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. This record indicates a potentially lead interaction from a dislodged atrial lead; simultaneous atrial pace/ventricular sense is observed and both atrial and ventricular leads have the same signal. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).